Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "pale", "shaky", and was unable to self-treat, requiring contact with emergency services. Customer received third-party treatment of "jams/fructose" orally by an emergency services healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was populated for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor data was analyzed and no other abnormalities were observed with the sensors data. Sensor state 7 with event code 11, 224, 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, this issue is not confirmed due to lsa. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "pale", "shaky", and was unable to self-treat, requiring contact with emergency services. Customer received third-party treatment of "jams/fructose" orally by an emergency services healthcare professional. There was no report of death or permanent impairment associated with this event.